Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed the pump had rebooted. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump would not power on after a "replace battery" alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.